Event description:
It was reported that patient experienced bacteremia and sepsis and the system had to be explanted. A new lead was implanted successfully. Patient was discharged from the hospital and no additional adverse effects are present.